Event description:
Case report from (B)(6) as: "(B)(6) 2014. This relay plus was used for aortic aneurysm at zone4. Since intended access vessel of the patient was occluded, conduit with vessel prosthesis on common iliac artery was created for accessing. After tevar, a bypass to common femoral artery was created with this prosthesis. Cpb was not performed. Before the tevar, since adamkiewicz was identified around th7 and th8, the stent graft was implanted avoiding this area in consideration of the risk of paraplegia. When the patient awoke from anesthesia, paraplegia was confirmed. Debranching was not performed because the landing zone was at zone4. Right and left internal iliac artery was not occluded. No spinal drainage was performed perioperatively. Any image data including videos cannot be obtained from the center. Schema will be available.

Manufacturer narrative:
Based on the narrative, it cannot be concluded with certainty whether the paraplegia was caused specifically by bolton's device. Moreover, paraplegia is a known adverse effect of tevar procedures.